Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, cause was not established for the duodeno videoscope exhibited adhesive wear with separation from the distal tip with visible foreign material and foreign material at the forceps elevator. The subject device was not returned, therefore, the reported event could not be confirmed and a root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited adhesive wear with separation from the distal tip with visible foreign material and foreign material at the forceps elevator. There was no patient involvement.